Event description:
The customer reported that she can not get her blood glucose under control. The customer stated that she was treated with the insulin pump and manual injection. Advised the customer to seek medical attention, and she stated that her husband will take her to the hospital. Called back the customer and found that she was hospitalized the night before due to high blood glucose. The customer stated while staying at the hospital she received two manual injection and her glucose level decreased. The customer's most recent glucose reading was 186mg/dl. Advised the customer to call back when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.